Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer pfo occluder was selected for implant. During the procedure, poor deployment of the occluder occurred, reported as rounding of the second part (right atrial) of the device. The occluder was not released from the cable and re-captured, then removed from the patient. A new 25mm amplatzer pfo occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.